Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited high pressure. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
B5: additional information received and attached by ICU medical on 21-feb-2022 via email: the issues were discovered during routine testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Downstream occlusion alarm messages were found in the pump's event history logs. Performed pump's pressure switch test, the results showed within the pump's manufacturing specifications. Replaced the downstream occlusion sensor to be replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.